Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when priming had the insulin squirt out instead of drip and also state that buttons hard to push and sticky or sometimes unresponsive. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.